Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that the tip was broken during halfway using during surgery. The procedural type was unknown. The surgery completion and replacement details were unknown. There was no information about patient impact.